Event description:
It was reported that unspecified bd infusion set had foreign matter. The following information was provided by the initial reporter: verbatim: IV line looked contaminated upon opening. The batch number is attached. This is the second issue we have had recently, where the sterile contents appear marked. The other was on a secondary line, not the primary line hi, this is the second time, the first was the same/similar in a secondary line. What appeared to be glue on the tip of the spike. We didn¿t report this as the packet had already been thrown out and we thought it was a one off problem. Once it happened a second time in a primary line we follow up with the report to bd. (B)(6) 2023 information received: to be more detailed: primary line appeared to have a sticky residue on the spike (smudged / smeared glue). Black in colour. No scratches or damage to the packaging on the outside. This was the second time occurring, first on a secondary line and then on a primary line.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.6. Investigation summary: no samples were received for investigation , in which the customer has stated that they observed: "what appeared to be glue on the tip of the spike." No model or lot numbers were provided to aid the investigation; however, the customer did confirm that the affected product was a bd secondary set. In this instance as no further details were available regarding the model or lot information of the affected product, it has not been possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine the exact nature of the alleged contaminant. In this instance, without the complaint sample or further details regarding the affected product, it has not been possible to conclusively link this feedback to a specific failure mode.